Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the metal braid protruding insertion tube sheath could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cystonephro fiberscope was found to exhibit metal braid protruding the bending tube sheath. There was no patient involvement, and no harm was reported as a result of the event.